Manufacturer narrative:
No product was returned for evaluation - we are therefore unable to determine any malfunction that would have caused or contributed to the customer's high blood glucose. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula popping out of the skin. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the information provided in the report, it is unknown when the cannula had become dislodged in relation to when bg levels began to increase. The lot was reviewed and determined to have met all acceptance criteria.

Event description:
A customer had worn a pod between 24 and 36 hours and reported that the "cannula had popped out of the skin [and] there was wetness at the site." When she noticed the cannula was out her blood glucose was 396mg/dl. At the time of the call, her blood glucose had decreased to 192mg/dl. We have no additional blood glucose readings and no information on when she activated a new pod. The device is unavailable and will not be returned for evaluation.